Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). None reported. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".